Manufacturer narrative:
Related to new arrestor to prevent electrostatic discharge (B)(4).

Event description:
Sedecal, agfa's supplier, visited the site documented in this medical device report and further investigated the issues related to and reported as unintended movement of the dx-d100. Sedecal performed several electrostatic tests. One test was to emulate a user who has stored an electrostatic energy in his or her body to determine if the stored energy is discharged through to the grounded equipment and possibly affecting the normal operation of the equipment. Sedecal proceeded to test the compatibility of several types of flooring within the hospital environment. Sedecal discovered and confirmed the cause for the unintended movement initially reported for this event was different from previously reported unintended movement. The mobile unit itself was actually building up stored energy and getting charged. On (B)(6) 2015, sedecal reported to agfa the cause was indeed different. It is related to an electrostatic discharge when driving over metal thresholds or while entering/leaving an elevator. Sedecal will be implementing a corrective action related to a new arrestor. Corrective actions for this site issue will be documented via problem record, (B)(4).

Event description:
This medial device report is being submitted due to an additional similar issue that was originally reported in MDR report, FDA # 9616389-2013-00003. This report is for a 29th event for the unintended movement issue when using a dx-d100 mobile unit. On (B)(6) 2015, agfa became aware of an event in which a nurse at the finland customer site experienced unintended movement while using the dx-d100 mobile unit. The nurse was driving the dx-d100 unit by large elevators near a metal area when the unit launched to the right in a faster motion than normal and then reversed with a fast backward movement with speed enough to crash into the wall. The nurse was partially between the wall and the equipment, felt some pain in her shoulders, but was not seriously hurt. The unit received a crack on the front left side of the unit from the crash. After the event, the movement of the unit continued as normal with speed and direction. Test images were successfully taken by the customer, but the decision by the customer was to take the unit out of operation until further investigation by agfa. Initial investigation by agfa determined mandatory upgrade of dmc board to rev. H with firmware v11r3b4 had been performed on the unit (B)(4) 2014. The dmc isolation kit was installed as well as additional adjustments and hotfix installs made. The dx-d100 unit is currently not in use while the investigation continues. Unintended movement of dx-d100s has already been communicated for a reportable correction to the FDA: FDA reference # (B)(4).